Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had recurring no delivery alarms. The customer reported having a blood glucose level of 515 mg/dl the day before the call. Blood glucose level earlier in the day of the call was 220 mg/dl. The customer was advised to perform a set change. The insulin pump was not replaced or returned for analysis.